Event description:
Left breast implant and lateral dorsal flap on 1981 for poland's syndrome left chest. Implant placed at another facility . Surgery on 8/10/95 due to rupture on silicone gel implant.